Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'attach/reattach' error. There was unknown patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 11/14/2024. H3 and h6. Codes: updated. Device evaluation: the customer reported problem of "attach/reattach error" was confirmed through latch/lock test. Unit does not show "latched" when the mechanism is engaged. The cause was a faulty latch lock flex cable. Replaced latch/lock flex sensor to resolve issue. The device passed all testing criteria after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.